Manufacturer narrative:
This report is for the same event as manufacturer report number: 2937094-2018-00605.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, after 31 minutes and 146,495 joules of use, "the crystal at the aiming beam, where the laser goes out was broke". The fiber was exchanged, and same issue was noted after 7:42 minutes and 40,537 joules of use. The procedure was completed with the third fiber. There was no serious injury during the event, and the patient was reported stable following the procedure. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.